Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that infusion sets were falling out of the body. The blood glucose reading at the time of the event was 34 mg/dl. Customer was shaky, husband had taken her to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.